Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope had an air leak from scope connector. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object in the forceps channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. It is unknown if there was a delay to precleaning. The instrument/suction channel was flushed with air and water; the instrument channel, instrument channel port, and suction cylinder were brushed; the instrument channel outlet was wiped/brushed. The customer reported unspecified abnormalities in the accessories used for reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed. Also, evaluation found the following: due to deformation of the suction connector and damage on the acoustic lens, water tightness was lost; due to wear of the angle wire, bending angle in up and the play of the upward/downward angulation control knob were out of the standard values; the bending section cover had a scratch; adhesive on the bending section cover had a chip; the connecting tube had a scratch; there was a chip in adhesive area between acoustic lens and ultrasound probe; the acoustic lens had a scratch; due to wear of the forceps elevator, the upward/downward angulation control knob could not be locked securely; the objective lens had a scratch and a crack and as a result, flare occurred on the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the forceps channel could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leak at the air/water supply connector, it is possible that device reprocessing could not sufficiently be performed. The event may be detected/prevented by following the instructions for use sections below: ·chapter 6 application and conditions of cleaning, disinfection and sterilization ·chapter 7 cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.